Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use with bd vacutainer® sst¿ blood collection tubes it was discovered that the tubes were expired. There was no report of patient impact. The following information was provided by the initial reporter: it is reported customer used expired product and would like information.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that after use with bd vacutainer® sst¿ blood collection tubes it was discovered that the tubes were expired. There was no report of patient impact. The following information was provided by the initial reporter: it is reported customer used expired product and would like information